Event description:
The explanted device was discarded by the explanting facility; therefore, no analysis can be performed on this device.

Event description:
It was reported that the vns patient began experiencing pain at her generator site approximately 6-7 months ago and wanted to explant her device. Patient trauma is not believed to have caused or contributed to the patient¿s pain. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent device explant on (B)(6) 2014. The patient was not reimplanted with a new device. The physician's office indicated that the patient bent over to pick up something and when she came back up she experienced pain from then on. The explanted devices have not been received for analysis to date.